Manufacturer narrative:
Additional devices were added to the product grid after the initial medwatch was submitted: triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# frmm; triathlon symmetric x3 patella; cat# 5550-g-298; lot# d073; triathlon ps fem component, cemented; cat# 5515-f-602; lot# fpkw. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the reported infection could not be determined because insufficient information was provided. Further information such as device evaluation, pathology reports, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a right knee replacement. Surgeon performed a poly swap and second revision due to infection. The patient became infected after a non-orthopaedic surgery.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a right knee replacement. Surgeon performed a poly swap and second revision due to infection. The patient became infected after a non-orthopaedic surgery.